Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported the pink slide insert was not visible in the window indicating a needle mechanism failure. It was reported the patient¿s blood glucose reached 20 mmol/l (360.4 mg/dl) after wearing the pod between 4 and 24 hours on the arm. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).